Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the needle driver instrument's body was damaged; it was peeling and exposed the metallic part of the clamp. The procedure was completed with no reported injury by reseating the same instrument. Intuitive surgical, inc. (Isi) has performed follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations confirmed the customer reported complaint. Fa found the primary failure of insulation damage to be related to the customer reported complaint. Visual inspection was performed and the instrument was found to have insulation damage. As a result, the part of the metal main tube was exposed, and a piece of the insulation was not returned, measuring approximately 0.114" x 0.165" in size. The root cause of this failure is attributed to mishandling / misuse. A review of an image provided by the customer is consistent with the peeling and exposed metallic part of the clamp. A review of the instrument log for the needle driver instrument (pn# 420117-04 sn# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 1 hour 10 minutes. The alleged event occurred on the 8th use of the instrument. This complaint is being reported based on the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.